Event description:
It was reported that the pta balloon ruptured at 20atm during the first inflation in the svc and another pta balloon was used to complete the procedure. Eval of the returned sample revealed that the balloon was lodged inside the sheath. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history record could not be performed. The sample has been received by the MFR for eval. The investigation is currently underway.